Manufacturer narrative:
The sample was lithium heparin that was collected in a pst tube and was centrifuged for 3 minutes. System checks performed on (b()4) 2010 and (b()4) 2010 met specifications. A field service engineer (fse) was dispatched: the fse performed a diagnostic test which filed with one high flier. The fse replaced several hardware components. All verification testing met published performance specifications. No clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained an accutni result in the normal reference range on one patient sample that repeated above the ami cutoff. The initial result was <0.01ng/ml and was caught by a delta check and it repeated at 1.60ng/ml. No reports of death, injury, or change to patient treatment have been reported in connection with this event.